Manufacturer narrative:
(B)(6) 2023 final report: philips has investigated this complaint. The reported issue was the geometry motion issue. Philips field service engineer (fse) inspected the system onsite and he could not confirm the reported problem. Since the reported problem cannot be confirmed the cause of the issue is unknown. The device was confirmed to be operating per specifications and no failure was identified. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m20 system experienced a geometry in motion issue. The complaint device was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.